Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a non-recoverable error 319. Prior to calling she restarted the system twice with no change. Logs indicate the error is pointing to the endoscope controller. Tse walked the caller through a hard power cycle on the vision tower and checked all power and communication cables to the ec with no change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the endoscope controller (ec). The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.